Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not turn on. The programmer is expected to be returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.